Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged from 234-235 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned